Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom app crash occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B1 adverse event and/or product problem. B5: describe event or problem ¿ additional information. G6 type of report ¿ additional information. H2: additional information. H6: type of investigation ¿ additional information. H6: investigation findings ¿ additional information.

Event description:
It was reported, that a dexcom app crash occurred. It was indicated, that the operating system for the smart device was not a supported system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).